Event description:
It was reported that during a surgical procedure conducted at the user facility a screw fell out of the device. No impact to the patient or procedural delays were reported with this event.

Manufacturer narrative:
Additional information: the reported event that a screw fell out was confirmed by the complaint specialist. During the visual inspection, the adjustment screw was found to be missing. Based on the age of the device (8+ years) and the presence of physical damages, handling of the device over the years may have caused or contributed to the reported event.

Event description:
It was reported that during a surgical procedure conducted at the user facility, a screw fell out of the device. No impact to the patient or procedural delays were reported with this event.